Event description:
Per the surgeon, in 2007, the patient underwent surgery to place the flange fixture with a second (sleeper) fixture. In 2008, during the second stage of the procedure, the primary fixture appeared to be firmly osseointegrated, with no movement when the abutment was attached and then tightened by hand. The surgeon reported that at a follow-up appointment the abutment "seemed to be moving" and noticed that the whole primary fixture was loose and "fell out". The patient was treated with bacitracin and the site was covered with a band-aid. The patient's second (sleeper) fixture will be uncovered and the abutment will be attached after the site is healed.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.